Event description:
Patient called for medical information and additionally reported adverse events. The consumer had an optease vena cava filter placed because of deep vein thrombosis which traveled to his left lung. Shortly after he was seen in the emergency room because a "small clot went to his heart". Patient could not clarify how this was diagnosed. Treatment in emergency included blood work and he was discharged (to his home) from emergency room. Consumer scheduled follow up with his cardiologist. Patient also has been experiencing low blood pressure, further clarified as blood pressure is normally "150's" and since ran in "90's". As treatment, doctor decreased metroprolol to 12.5mg daily. Event has resolved. No additional information was available.

Manufacturer narrative:
Patient called for medical information and additionally reported adverse events. The consumer had an optease vena cava filter placed secondary to deep vein thrombosis which had traveled to his left lung. Shortly after as he was lifting a car battery he began to have some chest pressure and he was seen in the emergency room because a "small clot went to his heart". Patient could not clarify how this was diagnosed. Treatment in emergency included blood work and he was discharged (to his home) from emergency room. Consumer scheduled follow up with his cardiologist. Patient also has been experiencing low blood pressure, further clarified as blood pressure is normally "150's" and since ran in "90's". As treatment, doctor decreased metroprolol to 12.5mg daily. Event has resolved. No additional information was available. The patients medical history includes allergies to penicillin, iodine, z- pack, levaquin, nystatin and antihistamines, he drinks 6 cans of beer per day and quit smoking a pack per day 8 years ago. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only 0% to 6.2% of cases. Contraindications to implantation of ivc filters include lack of venous access, caval occlusion, uncorrectable coagulopathy, and sepsis. When used appropriately, ivc filters are a safe and effective method of preventing pe. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. Factors that may have influenced the event include patient, (lifting of a heavy object may have applied increased pressure to the filter deforming it of potentially dislodging adherent clot) procedural, pharmacological and lesion. Please note that the exact event date is unknown. Therefore the date of (B)(6) 2012 has been entered into the event date, as the report can not be processed with an unk event date.